Manufacturer narrative:
Images review summary: one image of the broken tip capture handle was returned for review. The complaint was confirmed as the tip capture release handle is fully disconnected and in two parts. Further inspection of the tip capture release handle found that each tab is not broken. There appears to be slight damage to one of the handles on the left under the side port, however, unclear as to what may have cause that damage. The tray is also included in the image. There does not appear to be an damage to the tray in the location of the tip capture release handle. The root cause of the event could not conclusively be determined. Multiple 100% visual inspections of the valiant delivery system exist prior to release and would have detected an issue of this nature had it occurred during production or assembly.

Event description:
A valiant stent graft system was planned for implantation in a patient for the endovascular treatment of a 70mm diameter abdominal aortic aneurysm. It was reported that during the index procedure, as the nurse opened the packaging, the tip capture release handle was not intact and clipped together but was in two separate pieces. It was attempted to clip them together but without success and it was decided not to use the device in the patient. Another product was used to treat the patient on the same day. No damage was noted on the box/packaging prior to use. As per the physician, the cause of the event was due to the device. No additional clinical sequelae were reported and the patient is fine.